Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patients rhythm after anti-tachycardia pacing (atp) was delivered. Technical services (ts) reviewed the episode and determined that the atp accelerated the patients rhythm from ventricular tachycardia to ventricular fibrillation (vf). Ts noted that atp has previously been effective for true arrythmias, however this episode required six shocks to terminate the vf. Ts recommended possible reprogramming options and to further review the system. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.